Manufacturer narrative:
(B)(4).

Event description:
It was reported during routine follow-up the patient had episodes of non sustained rv t-wave oversensing. Programming changes were made. The patient was in stable condition.